Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch. It was also reported that the lead exhibited elevated thresholds. The lead polarity was reprogrammed and remains in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study. It was additionally reported that the lead experienced another polarity switch. The rv lead exhibited elevated impedance in bipolar configuration. The lead polarity was reprogrammed and remains in use.